Event description:
It was reported the patient had decreased therapeutic effect. The patient's implant worked well for her pain when she first got the implant but it was reported her pain had returned to her right foot about 6 months ago. The patient had meet with manufacturer representatives on 3 different occasions. The patient had barely been sleeping due to the pain. There was no known accident or incident related to the event. The patient's device was reprogrammed and the pain wasn't as strong as it used to be but it was still present. It was later reported the cause of the event was due to a fall with lead movement/migration. An x-ray was performed on (B)(6) 2012, and had "uncertain" results. Reprogramming was also performed on (B)(6)and they were unable to recapture stimulation. A lead revision was performed on (B)(6) 2012. No patient injuries were reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3776-45,serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37092, lot# 277160001, implanted: (B)(6) 2011, product type: accessory. (B)(4).